Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: seven images/videos were provided for review. One still image provided was of the fluoroscopic inspection of one of the valves. Without video evidence, the still image provided was not adequate to confirm or deny a good valve load. No image or video was provided to confirm the stated pre-implant balloon aortic valvuloplasty with the 22-millimeter balloon. A second image confirmed the noted under expansion of the valve frame post implant of the first valve. This still image did not provide enough information to determine exact valve implant depth. A third image with lao 24 caudal 20 image projection shows the valve frame slightly above the non-coronary cusp basal plane and slightly below the left coronary cusp basal plane. Images show the second valve positioned and deployed slightly below the first valve and basal native aortic annulus plane. The video provided confirms a post implant balloon aortic valvuloplasty which clearly expanded the valve frames. A second video shows a second post implant balloon aortic valvuloplasty with the balloon placed in more of an intraventricular/lvot position for focused expansion of the valve inflow. No images were provided with contrast post balloon valvuloplasty to confirm the degree of paravalvular leak. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that a pre-implant balloon dilation was performed and a highly calcified aortic valve which appeared to be a functional bicuspid with a fusion of the l/r leaflets. No image or video was provided to confirm the stated pre-implant dilation with the 22-millimeter balloon. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). The image review confirmed the noted under expansion of the valve frame post implant of the first valve. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. No images were provided to confirm the degree of paravalvular leak or the cause. A post-implant balloon dilation was performed. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider factors listed in the IFU when selecting the dilatation parameters to ensure patient safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a highly calcified aortic valve which appeared to be a functional bicuspid with a fusion of the l/r leaflets, a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon. Upon deployment of the valve, the valve was constrained with moderate-severe paravalvular leak (pvl). A post bav was performed with a 24 mm balloon. Upon inflation of the balloon, the valve dislodged to a supra-annular position. The valve had not totally "popped" out and was held loosely by the leaflets. A second valve was implanted about 6-7 mm deeper than the first valve. A post bav was performed with a 24 mm balloon which adequately expanded both valves and improved the pvl. No additional adverse patient effects were reported. Additional information was received that the second valve was under-expanded. Following balloon aortic valvuloplasty (bav) of the se cond valve, mild paravalvular leak (pvl) was noted.